Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube became torn as it was pushed through the stoma. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube became torn as it was pushed through the stoma. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device code a0414 captures the reportable event of peg tube torn inside patient. Block h10: an endovive safety peg tube and rigid tubing were returned for analysis. The two parts were detached. No damage was observed with any returned part. Visual assessment was performed on the joint where the peg tube meets the rigid tubing. It was noted that striations were visible on the rigid tubing, indicating that it was likely subjected to a stretching force, resulting in the separation of the rigid tubing from the peg tube. No damage or defect was noted with the barbed connector. Additionally, the guidewire was returned with the device and was visually inspected, no damage or defect was noted. Product analysis found the peg tube separated from the dilator at the barbed connector joint. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the problem observed is likely that operational factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through, contributed to the reported complaint. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/ product label.